Manufacturer narrative:
Analysis confirmed the complaint of the customer. After performing the pre-repair temperature test, the max temperature rose to 177 degrees f in the nose. The nose bearings are worn. The nose bearings and several other internal components have been replaced. The device was repaired, tested, and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece felt hot when touched during the procedure. There was no known patient impact reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a health care professional (hcp) reported via a manufacturer representative that the handpiece felt hot when touched while a bur was being loaded into the device but the bur would not fit during the procedure. There was no delay to the procedure as another handpiece and bur was used. There was no patient impact.